Event description:
Patient reported "it looks as if the tip of the prosthesis is bent inwards and the inner part is bent outwards. Contracture" confirmed via MRI. Later confirmed baker's grade of capsular contracture IV. This record is for a right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.